Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level ranged from 150- high 200's (mg/dl). Customer indicated manual injections would be used to address bg level and health care provider would be consulted regarding backup therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.